Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "the pump stopped pumping twice with no alarms" is not confirmed. The returned cpm board passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the pump stopped pumping twice with no alarms. As a result, the pump was sent to biomed when therapy was discontinued. In each case, the pumping was restarted and therapy continued. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the pump stopped pumping twice with no alarms. As a result, the pump was sent to biomed when therapy was discontinued. In each case, the pumping was restarted and therapy continued. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).